Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 538 mg/dl at the time of incident and the other blood glucose value was 148 mg/dl. The customer was assisted with troubleshooting. Customer did mentioned symptoms related to high blood glucose event such as nausea. Customer stated that the auto mode feature was not active. The insulin pump will not be returned for analysis.